Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, during a ureteroscopy and stone extraction procedure, using a ncircle tipless stone extractor, the basket would not open. The basket would not come out of the sheath. Another basket was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional testing of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle in the open position and the basket in the closed position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2cm in length. Visual exam noted the support sheath and basket were detached. The support sheath was bent 1.8cm from the nose of the adapter. The handle did not actuate basket formation. The handle was disassembled. The basket formation was attached to the coil assembly. A document-based investigation evaluation was also performed. No related non-conformances were found. One additional complaint was received from the same product lot and user facility, reported under manufacturer report # 1820334-2020-01534. No device was returned for that complaint. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the support sheath was bent near the handle and the support sheath was no longer secured to the basket sheath, indicating the device was exposed to excessive force in the area near the handle. The IFU contains information that excessive force can cause damage to the device. Based on the available information, cook has concluded that excessive force was inadvertently applied to the device during use, damaging the sheath and preventing the basket from functioning. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy and stone extraction procedure, using a ncircle tipless stone extractor, the basket would not open. The basket would not come out of the sheath. Another basket was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.